Manufacturer narrative:
Unknown manufacturer: a catalog number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: month and year of event have been provided, but day is unknown. D4. Lot #: the customer provided lot number 100124070001, but it cannot be found in ICU medical inventory system. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon switching to a new cadd cassette, it was discovered that the fentanyl cassette was still full. 50 ml was still in the old cassette, which should have been empty. From a clinical perspective, the patient was resting comfortably overnight. However, during the morning when an sat was performed and the propofol was reduced, the patient became restless and agitated. The patient only seemed comfortable when the propofol dose was increased. Multiple boluses were given through the cadd to address the agitation but were ineffective. There was patient involvement and unknown patient harm/adverse event.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.